Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacture date added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 314.743, lot h299356: manufacturing location: supplier ¿ criterion / inspected, packaged and released by: monument. Release to warehouse date: june 27, 2017. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was completed: the drive shaft-minimum 520 mm length-for use with ria was received with the distal tip of the device broken. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis of the diameter of the drive shaft helix was performed. The diameter was within specification. The relevant drawings were reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection, document review and dimensional inspection of the received device was performed. It is found that the distal tip of the ria was broken. Thus, the complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: hrx, nbh. Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bone graft procedure on (B)(6) 2019, the tip of the drive shaft was sheared off while in use with a reamer irrigator aspirator (ria). Additional x-ray was needed to get possible broken fragments of metal out of the patient. Procedure outcome is unknown. There was a twenty (20) minute surgical delay reported. Patient status is unknown. Concomitant devices: reamer irrigator aspirator (part: unknown, lot: unknown, quantity: 1). This report is for a drive shaft-minimum 520mm length. This is report 1 of 1 for (B)(4).